Manufacturer narrative:
Corrected and new information: additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a follow up report to correct the manufacturing site address.

Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records. Kimberly-clark was initially alerted on april 2, 2019 however we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details.

Event description:
The information provided indicated the consumer reported that the tampon came apart upon removal and tampon pieces remained inside the consumer's body. The provided information indicated that the consumer experienced vaginal soreness, dryness and discomfort (irritation).